Event description:
This (B)(6) male patient with major cardiac history underwent successful carotid stenting on (B)(6) 2009. The patient suffered a cardiac arrest on (B)(6) 2010, and ultimately expired on (B)(6) 2010. Adjudication information notes that on (B)(6) 2010 (approx 8.5 months post index procedure) the patient fell and may have suffered a stroke. On (B)(6) 2010, an MRI revealed: watershed distribution infarcts involving portions of the left and right frontal, anterior right temporal and left parieto-occipital lobes. Changes would be consistent with a hypotensive event related to the patient's cardiac arrest. No evidence for hemorrhagic transformation. Mild to resolving subarachnoid hemorrhage over the left frontal convexity most likely posttraumatic in origin.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15016511 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Factors that may have influenced the event include patient, pharmacological and lesion and is not related to a product quality issue.